Event description:
It was reported that a patient underwent an open incisional hernia repair procedure on (B)(6) 2013 and mesh was implanted. The patient returned with a hernia recurrence and the physician found that the mesh had given way where the defect was. The mesh effectively had a hole in it. The hole was visible straight through the middle of the mesh, it hadn¿t stretched. The mesh surrounded the area around the hernia, so it hadn¿t moved. The patient underwent reoperation on (B)(6) 2014 to repair the hernia. The current condition of the patient was reported as good.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.